Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a insyte autog bc wing pnk 20ga x1.16in broke at the catheter during use. The following was reported by the initial reporter: "per phone call: autoguard¿ shielded IV catheter 20-g, and the plastic top broke off inside the patient, nurse reported loud pop and when removing IV the plastic piece was missing".

Event description:
It was reported that a insyte autog bc wing pnk 20ga x1.16in broke at the catheter during use. The following was reported by the initial reporter: "per phone call: autoguard¿ shielded IV catheter 20-g, and the plastic top broke off inside the patient, nurse reported loud pop and when removing IV the plastic piece was missing".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.